Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannula came out of the patient's body resulting in leakage of insulin. The patient experienced elevated blood glucose levels. The reporter alleged that "at least 3 or 4 cannulas" per box were defective. This occurred with 5 boxes of infusion sets with lot numbers 5129811 and 5130772. It is unknown how many boxes per lot number were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.